Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12j28023, h12a01027 and h12k27031. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
(B)(4). This is report 1 of 2. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced and was hospitalized for a c difficile infection. The patient experienced peritonitis while in the hospital. The cause of peritonitis was a doctor lancing a cyst that was located near the pd catheter. Treatment was not reported. The patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.